Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the urinary meatus, resulting in the catheter being replaced. As a result of the leakage, the patient allegedly experienced discolored discharge and was treated for a urinary tract infection

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the urinary meatus, resulting in the catheter being replaced. As a result of the leakage, the patient allegedly experienced discolored discharge and was treated for a urinary tract infection.

Manufacturer narrative:
Received 1 used foley catheter still attached to the urinary drainage bag only. Visual inspection noted that the inflation arm was cut off and was not returned with the sample. No conditions found on the sample that could have been associated with the reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the urinary meatus, resulting in the catheter being replaced. As a result of the leakage, the patient allegedly experienced discolored discharge and was treated for a urinary tract infection.